Event description:
The reported description notes that the monitor failed to produce an audible alarm for an arrhythmia condition. A visual alarm was shown on the monitor's display. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the monitor failed to produce an audible alarm for an arrhythmia condition. A visual alarm was shown on the monitor's display. No pt harm was reported. This user description is fully consistent with normal and intended monitor function when the "yellow" pause alarm stops after 6 seconds even though the banner remains displayed. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.